Manufacturer narrative:
The customer material was not returned; therefore, no further investigation was possible.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The results from the meter were 2.2 inr and 1.2 inr. The result from the laboratory less than one hour later was 1.5 inr. The laboratory method used the thromborel s (human tissue thromboplastin placenta) reagent. The therapeutic range was 2.0 - 2.5 inr. The patient was not adversely affected. The customer stated there was another patient with inconsistent results. No specific data was provided. There was no medication change and no health supplements being taken. The patient had no autoimmune disease, no renal or liver insufficiency, or malignant disease. Relevant retention test strips (lot 119115-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention strips/retention meter marcumar 1: 2.1 inr. Marcumar 2: 2.1 inr. Master lot /retention meter marcumar 1: 2.1 inr. Marcumar 2: 2.2 inr. The obtained results showed a maximum difference of 0.1 inr between retention samples and masterlot. No error messages occurred and retention material complied with the specifications.